Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 40-50s mg/dl. The customer's spouse assisted the customer with consuming soda to address low bg. The customer suspected the pump basal setting needed to be adjusted.